Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, noise due to myopotentials was observed on the device. A diagnostic anomaly was also noted, when the noise masked a true pause episode, however the egm was triggered to record due to another episode. Technical support recommended reprogramming to resolve the event. The device was explanted because the physician elected to upgrade the patient to a pacemaker. The patient was in stable condition.